Event description:
This lead was functioning, however, had a chronic high pacing threshold. Under fluoroscopy, the lead did not have any slack. Therefore, the lead was capped and replaced. There were no adverse pt effects reported. If additional info becomes available, this event will be updated.